Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The blood glucose reading was 134 mg/dl. The customer did not recall any significant event leading to the alarm. The customer was unable to clear the alarm. The alarm persisted despite removing and replacing the battery. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.